Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels due to bent cannulas. Blood glucose level earlier in the day of the call was 428 mg/dl. Customer also reported having issues with insertion. Blood glucose level at the time of the incident was 305 mg/dl. The insulin pump was not replaced or returned for analysis.